Event description:
It was reported that the device is not picking up the battery and getting the alarms. No patient involvement. Event occurred during preventive maintenance.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No service history for the device was found in the database since jul 2022. The reported failure of the alarm system may be due to user error, or to wear and tear or damage sustained by the 12 year old device, rather than a failure to meet specifications. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Previously serviced in jul 2022 for alarm indicators inoperative, duplicated, the damaged battery holder was replaced to correct the customer reported problem. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found damaged housing around the battery compartment also noted in the previous repair. The interface printed circuit board (pcb) was disconnected from the main board. Functional testing found the battery was depleted. Connected the interface board to the main board and replaced the battery. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).